Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver clonidine (con centration 476 mcg/ml, dose 3.0 mcg/day); bupivacaine (concentration 15 mg/ml, dose 0.095 mg/day); and morphine (concentration 19 mg/ml, dose 0.12 mg/day. Analysis of the pump found gear train anomalies of stall due to shaft bearing and wear.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion for the pump was updated.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2016. It was stated that there were multiple motor stalls and the pump was alarming, starting on (B)(6) 2016. The pump was explanted on (B)(6) 2016 and would be returned to the manufacturer. The patient was said to be on off-label medications. Diagnostics included that the logs were read at the time of replacement. The issue was resolved at the time of the report. Additional information was received from the rep on (B)(6) 2016. The pump and a small piece of the catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. The cause of the motor stall and tube set was unknown.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained clonidine (concentration 476 mcg/ml, dose 348.51 mcg/day); bupivacaine (concentration 15 mg/ml, dose 10.982 mg/day); and an unknown brand of morphine (concentration 19 mg/ml, dose 13.911 mg/day). It was reported a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI) procedure. The representative stated that the patient had had recent mris, but not at the times of the motor stalls. There were multiple motor stalls with recoveries noted including stopped pump period may exceed tube set. The representative stated the patient had been sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.